Event description:
Medtronic received information that approximately 4 years, 5 months, and 2 weeks following the implant of this transcatheter bioprosthetic valve the patient died of a cerebral infarction. Per the physician, neither the device nor the procedure contributed to the cause of death. Additional information was received that approximately six months following valve implant, mild paravalvular leak (pvl) was identified via echocardiography. At the one year follow-up appointment, the mild pvl remained present. Additional information was received that the stroke was confirmed via computed tomography. Additionally, calcification and atrial fibrillation were reported as patient-related factors that contributed to the stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 4 years, 5 months, and 2 weeks following the implant of this transcatheter bioprosthetic valve the patient died of a cerebral infarction. Per the physician, neither the device nor the procedure contributed to the cause of death. Additional information was received that approximately six months following valve implant, mild paravalvular leak (pvl) was identified via echocardiography. At the one year follow-up appointment, the mild pvl remained present.

Manufacturer narrative:
Updated data: b5. Second paragraph added b7. Relevant history added h6. Patient and device codes added additional codes added h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 4 years, 5 months, and 2 weeks following the implant of this transcatheter bioprosthetic valve the patient died of a cerebral infarction. Per the physician, neither the device nor the procedure contributed to the cause of death.

Manufacturer narrative:
Corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected information was received which noted that the valve contributed to the atrial fibrillation (afib).